Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after implanting micro-glaucoma stent the patient experienced a 1 diopter myopic shift at three month post op. Surgeon indicated the chamber was shallow but pressures were in mid-teens. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There was no mention of surgical complications associated with device implantation and no mention of device failure. Possible root cause is that anterior chamber shallowing with transient forward intraocular lens movement is an established risk associated with device use, which is clearly detailed in product labeling. The manufacturer internal reference number is: (B)(4).